Event description:
A report was received that the patient was experiencing pain during charging. It was discovered that the patient had developed an infection at the ipg site. Patient's symptoms were pain, discomfort and a small amount of discharge at the site. The physician believes that the infection is related to the procedure. The patient was prescribed oral antibiotics and will be monitored by the physician.

Event description:
A report was received that the patient was experiencing pain during charging. It was discovered that the patient had developed an infection at the ipg site. Patient's symptoms were pain, discomfort and a small amount of discharge at the site. The physician believes that the infection is related to the procedure. The patient was prescribed oral antibiotics and will be monitored by the physician.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Device analysis indicated that the ipg passed all visual, performance, and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals and no discrepancies were identified. Device stimulation amplitude and timing was monitored and no intermittent anomalies were noted in the output. The reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. The complaint of difficulty charging was confirmed. The explanted lead was not return to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain during charging. It was discovered that the patient had developed an infection at the ipg site. Patient's symptoms were pain, discomfort and a small amount of discharge at the site. The physician believes that the infection is related to the procedure. The patient was prescribed oral antibiotics and will be monitored by the physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4); linear st lead with preloaded enhanced stylet - 50 cm. Additional information was received that the ipg began to erode through the patient's skin due to the infection. The ipg and lead were explanted.